Manufacturer narrative:
Concomitant medical products: 5076-52 lead; implant date: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited oversensing. The ra and rv leads are scheduled to be reprogrammed and remain in use. No patient complications have been reported as a result of this event.